Event description:
It was reported that, the patient with this right ventricular (rv) lead exhibited muscle stimulation. Additionally, the rv lead had been decreasing the pacing impedances. All measurements were withing normal limits. Boston scientific technical services (ts) recommended troubleshooting options. Further information was received that this rv lead also exhibited noise reproducible with max outputs. Impedance measurements were noted to trend down in the last 6 weeks from 350 ohms to occasionally as low as 290 ohms. No oversensing was observed. Output was reprogrammed to avoid stimulation. Additionally, it was noted a commanded 41j shock was delivered with normal impedance values of 59 ohms as a result. Shock impedance measurements were noted to decrease noticeably for unknown reasons. No additional adverse patient effects were reported. This rv lead remains in service.